Event description:
The patient stated, "I have a blister on the left side roof of my mouth. And left side swelling and bleeding on top teeth. Along with pain. I did not wear my aligners last night. And will not be able to start again, until the swelling goes down. The tooth to the left of the front tooth, looks like it has a small chip at the bottom".

Manufacturer narrative:
Since, this event resulted in a serious injury. It is reportable, per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort, based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.